Event description:
It was reported to philips by a customer that the unit respiratory rate had not been displayed and the device had already been replaced with another v60. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated by a philips sales representative visited the hospital and attempted to reproduce the issue with a test lung being used but the issue was not reproduced. The customer asked philips to check if there is any failure. The rep brought back the unit. Pending further investigation and information gathering.

Manufacturer narrative:
G5: 510(k)#: k102985. B4: 19jul2021. The philips international service engineer performed an operation check, but the reported problem was unable to be confirmed. The pressure/flow accuracy test was performed, but no abnormality was confirmed in the unit. The event log revealed "proximal pressure line disconnect" and "patient disconnect" had sounded at the same time with "low rate" had sounded. Therefore, external factors like a leak likely generated the reported issue. Since the international service engineer was unable to find any abnormality in this unit, the repair service was canceled, and the unit was returned to the customer.